Event description:
The customer contacted baxter's service center regarding a system error 2240 which occurred on the home choice (hc) during use during initial drain. The home patient (hp) cycled the power on the hc to receive a system error 2367. The patient was connected at the time of the alarm and had not disconnected prior. All of the bags were properly spiked and connected. There was no patient extension being used, nor were there any open clamps on unused lines. The hp stated that a bag looked kinked in a line and may have come loose. There was a leak noted where the bag had come loose. The set was not being reused. The hp did not have pets that could have caused damage to the supplies. There was no damage noted on the overpouch or carton in which the cassette was delivered. A sharp object was not used to open the carton or overpouch. The supplies were not damaged by an outlet port clamp or assist device. The technical service representative (tsr) had the hp cycle the power on the hc again to end therapy. The tsr advised the hp to start over with new supplies. Proper procedures were reviewed with the hp. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance (bps) contacted the care giver on (B)(6) 2012. She stated that after starting over with new supplies, therapy went well. They did not notice anything unusual about his supplies that night that would have caused the issue. There were no samples available and she did not recall the lot. Therapy since has been going well and there were no adverse effects reported in relation to this event. Bps contacted the registered nurse on (B)(6) 2012. She stated that the patient had contacted the clinic about the incident. The patient was continuing therapy on the homechoice successfully and there were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was undetermined. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore, no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.